Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Information received from a sales representative indicated that a stent dislodged in a patient. The complaint is as follows: upon delivering the 2.25mm x 18mm cypher stent to the left anterior descending lesion it became stuck in the proximal left anterior descending lesion / left main and as the operator was pulling back on the sds the stent was dislodged from the balloon. The operator was able to get it out of the heart but not out of the patient. The stent was left in the distal popliteal. The plan is to go back and wire the stent and fully expand the stent where it is located in the popliteal. The left anterior descending lesion was heavily calcified and there was another pre-existing stent. The stent was prepped and delivered per IFU. There was no tortuosity noted. A medtronic 6f guide catheter was used for the procedure. The product remains in the patient and therefore is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stent dislodgment is a known potential adverse event associated with implanting coronary artery stents. Stent system removal precautions to follow should unusual resistance be felt at any time during either lesion access or removal of the stent delivery system or pre-stent implantation, the entire system must be removed as a single unit. When removing the delivery system as a single unit, do not retract the delivery system into the guiding catheter. Advance the guidewire into the coronary anatomy as far distally as safely possible. Tighten the rotating hemostatic valve to secure the stent delivery system to the guiding catheter, and then remove the guiding catheter and the stent delivery system as a single unit. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components. Review of the available information suggests that procedural factors and/or lesion characteristics may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
Upon delivering the cypher stent to the left anterior descending lesion it became stuck in the proximal left anterior descending lesion / left main and as the operator was pulling back on the sds the stent was dislodged from the balloon. The operator was able to get it out of the heart but not out of the patient. The stent was left in the distal popliteal. The plan is to go back and wire the stent and fully expand the stent where it is located in the popliteal. The left anterior descending lesion was heavily calcified and there was another pre-existing stent. The stent was prepped and delivered per IFU. There was no tortuosity noted. A medtronic 6f guide catheter was used for the procedure.